Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained in the right cfa, right at the bifurcation of the sfa & profunda, via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed significant multi-vessel disease. Peri-procedure the pt was anticoagulated with 5,000 units of heparin. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician was pulling the balloon back to the arterial wall, and the balloon ruptured. The physician and scrub tech believe the balloon ruptured due to the stent in the cfa. The physician removed the device and since access was not lost, the physician prepped and deployed a second mynx cadence vascular closure device 6/7f. The physician filled the balloon with contrast. A buddy wire was placed down the procedural sheath, along with the mynx cadence to protect the access. While the physician was attempting to pull the balloon back to the arterial wall, the balloon ruptured. The physician removed the second device and converted the patient to 5 minutes of manual compression. Hemostasis was achieved. The act was 147 at the end of the procedure. The pt was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1211903) indicated that the mynx lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00184 for the first device used in this procedure.